Event description:
The customer reported that the bi-pap focus system initially didn't give an alarm. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The customer was approached to provide information on type of alarm and provide diagnostic report for alarm, but the customer stated that they cannot provide information. Issue details are unknown. Upon attempt to retrieve device repair or diagnostic information, the customer reported," the third-party repair company reported the case for repair. The customer has no intention of repairing. Can't provide the information you need." Therefore, it is unknown if any part was replaced or if repairs have been conducted. The alleged device malfunction could not be confirmed due to the lack of further information furnished by the customer. If additional information is received after complaint closure, this complaint will be re-opened and re-evaluated accordingly.